Event description:
Related manufacturer reference number: 2017865-2024-56152. It was reported that the patient presented to the clinic after experiencing a jolt in her chest area. It was noted that the right atrial (ra) lead was no longer capturing. X-ray showed that the ra lead had dislodged. When the patient present for the lead revision, the left ventricular (lv) was also not capturing. Reposition was attempted for both leads but were replaced. The patient was stable.

Event description:
New information was received indicating that the left ventricular (lv) had pulled back from its original position and had increased thresholds. When a good lv position could not be found, it was replaced.